Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and the hcp stating the cause of the high impedances was unknown. The patient had an appointment with the neurosurgeon the week after the report. It was reported the issue had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient experienced a loss of therapy on the left body. They ran an impedance check and therapy impedances were good. They ran an electrode impedances and the results were: c <(>&<)> 8 4110 8 <(>&<)> 10 7270 8 <(>&<)> 11 8025. They were using c+ 9- and ran impedance check at 3 v. The loss of therapy on the left body had happened twice for a very short time (20 seconds). At the time of the report the patient was getting good therapeutic control. The patient had an appointment scheduled with the health care professional (hcp). It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.